Event description:
An aus device was implanted on 9/6/89. The balloon and pump were revised on 11/26/91. A revision surgery was performed on 6/5/97 due to renal failure. It is uncertain which, if any, components were revised. Ams has requested add'l info. Info received on 8/18/97 indicates the cuff was removed from the pt and replaced.